Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Calibration and qc were acceptable. There was no indication of a performance issue of the reagent or instrument. The alarm trace did not contain a conspicuous event. The field service representative found the sample mechanism set screws were loosened, causing the sample probe to make contact with the side of the tube, resulting in no sample being drawn. He replaced the set screws. The customer performed qc on the instrument and ran cea precision test. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys cea assay results for 1 patient sample on a cobas 6000 e 601 module. The initial result was 0.2 ng/ml with a data flag. The result was reported outside of the laboratory. The patient's doctor questioned the result and requested the sample be repeated. On 14-apr-2021 the sample was repeated and the result was 521 ng/ml. The repeated result was deemed correct. The reagent lot number is 464158. The expiration date was requested but not provided.